Event description:
It was reported that a loss of sensing and loss of capture were observed on the right ventricular lead. A fracture was suspected. The lead was capped. A new lead was not able to be implanted due to the patients anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.